Event description:
Info received indicates, the ground loss light is flashing on the bed.

Manufacturer narrative:
The tech found the ground pin missing from the power cord. The tech replaced the power cord plug to repair the bed.